Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported hose rupture was confirmed. The outer hose of the unit had a hole near the motor hand-piece that was consistent with a sudden rupture. Multiple markings were observed on the outer hose between the hand-piece and approx 18 inches above the pressure relief valve. These markings appeared to be an occlusion point of the hose that caused it to rupture. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the "hose ruptured." The event occurred prior to surgery. A scrub tech tested the device by squeezing the hose tightly with one hand over the other down about 2-3 feet starting at the motor end, while depressing the foot pedal and squeezing at the same time. No injuries were reported. There was no add'l info provided.